Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope was utilized during a lithotripsy procedure on (B)(6) 2026, for the treatment of stones. During the procedure, stone fragmentation was being performed using a laser; however, the treatment was discontinued due to a burnt smell in the fluoroscopy room. There is a possibility of a malfunction on the laser side; however, it was requested to check whether any part of the spy is burnt. Procedure was cancelled. No patient complications were reported for this event.